Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, a patient experienced significant dysphotopsia. Additional information was provided by a doctor, who reported that the patient experienced glare and halos. The surgical coordinator confirmed that the iol was exchanged.